Manufacturer narrative:
Gtin number for item: 2420-0007, lot: 17063135 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported they noticed a pin hole in the tubing that leaked while infusing 1000 ml of 0.9% ns to a patient with two consecutive tubing sets. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a pin hole tear in the tubing was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0235 inches long. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The cause of the tear was not identified.